Event description:
Hamilton medical ag received the following event description: it was reported that a hamilton-c6 ventilator triggered more than 50 ¿exhalation obstructed¿ alarms within 40 minutes. The patient was a cardiac arrest retrieval case with severe brain damage, low brain activity prior to connection, and under general anaesthesia. According to the anaesthetist, the ventilator did not further affect the patient¿s condition. Manual ventilation was provided during troubleshooting, and the ventilator was replaced with another hamilton-c6 that functioned normally. No health consequences occurred.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: during the on-site investigation, the reported malfunction could not be reproduced. The partner engineer noted that the original expiratory valve was not available, as it had been discarded by the user. Several expiratory valves from the engineer¿s stock were tested, and the ventilator was also tested using the engineer¿s own dual-limb breathing circuit without any issues. The customer¿s circuit was not connected during the assessment. The reported issue could only be simulated by manually blocking the expiratory valve port with a palm. No problems were found with the release valve. The investigation concludes that the ventilator operates as intended under normal conditions. No issue or malfunction could be confirmed.